Event description:
This patient had breast implants in 1974 with correction done in 1985/1986. Developed severe bilateral scar contractures over several years and was suspected to have bilateral rupture of the implants. Elective surgery was scheduled and both implants were found to be ruptured. All visible foreign material was evacuated from the pockets. Bleeding was controlled with the electrocautery. Wounds were closed with drains after mastopexy. The ruptured implants were given to the family, and the capsules were sent to pathologyinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.